Event description:
Information received from site states: "(B) (6)2007 - (B) (6)2007 p/o inf x 2 days prior; (B) (6)2007 s/p I&d with plastic exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if available, it will be submitted in the supplemental report.